Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that several electric components had been damaged. As a result of the damaged electronic module the device could not be interrogated properly. The root cause of the observed damage pattern indicates exposure of the device to an induced external high electrical current, which is present, for example, during an external defibrillation. The manufacturing processes for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes which might be related to the observed damage symptoms. Particularly the final acceptance tests proved the devices functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
It was reported that the patient underwent heart surgery and the device was not interrogatable anymore afterwards. It is suspected that tachy therapies were not deactivated before the surgery. The device was explanted.